Manufacturer narrative:
The device was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four additional proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in a left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment. The sutures of two additional proglides were successfully preplaced in the lcfa access site. The sheath was upsized to a size greater than 8.5f and the aaa procedure was completed. When attempting to close with the proglide sutures that had been pre-placed in the lcfa, the sutures of both proglide devices tore out of the arterial wall causing bleeding. Cut down surgery of the lcfa was performed to repair the vessel as the arterial wall was frayed and hemostasis was achieved with surgical suturing. Additionally, an attempt was made to pre-place the sutures of a proglide in the right common femoral artery (rcfa) prior to the aaa procedure; however, there was no suture present when the needle plunger was removed after deployed. The sutures of two additional proglide devices were successfully pre-placed in the rcfa access site; however, the sutures of the two proglides did not achieve hemostasis. Cut down surgery was performed to achieve hemostasis in the rcfa. Reportedly, there was a clinically significant delay in the procedure and the patient required prolonged hospitalization due to the cut down surgery. No additional information was provided.